Manufacturer narrative:
Device not available for return. Investigation in process but not yet complete.

Event description:
Sales rep reported that a surgeon was working on a pt and may have dropped a screw in the nasal cavity.